Event description:
It was reported that the surgeon console did not display an image. Technical support troubleshooting first advised powering down the system and checking the optical cable connections. The system was then powered off, the connections were inspected and corrected, and the system was powered back on. Technical support then advised performing an additional power cycle and waiting until the power leds showed amber/yellow before continuing. After the additional power cycle and the connection issue was addressed, the system powered on without further issues and the image returned on the console. Customer called back to report that image was now strobing, technical support had customer power cycle and image was missing once again. Technical support then had customer perform a secondary power cycle and this time hard cycle the vision side cart (vsc). System came up with vsc still strobing but not as prominent as before. Site is moving forward with case. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the vi and console to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.